Event description:
Qv sars otc reported fp x1 with a bloody nose -- tss reviewed pi.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. There are no known interferences from the reported medications with the product. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends for the reported issue for this lot were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: 215-208-4701

Manufacturer narrative:
H10: correction to manufacturer narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.